Manufacturer narrative:
This investigation has been opened following complaint reported by a french client who observed contamination after downstream home-brew pcr applications using the easymag® for nucleic acid extraction. Investigation results: troubleshooting done by our local service representative showed that good laboratory practices were followed correctly in the client lab. Nevertheless, it was highlighted that there is not a negative extraction control included in the client¿s extraction run, but only a negative amplification control. No pcr run data were shared with customer service. A field specialist engineer intervention was done rapidly in order to replace the tubing of the easymag® instrument. This action has solved the contamination issue and the client did not report any new occurrence after. This is not a reagents products issue. No other complaint was recorded on reagents for contamination issue. In addition, the client has been advised to always add a negative extraction control, following nuclisens® extraction reagents instructions for use.

Event description:
Intended use: the nuclisens® easymag® system is an in vitro diagnostic medical device and is intended for the automated isolation (purification and concentration) of total nucleic acids (rna/dna) from biological specimens. For in vitro diagnostic applications, the nuclisens® easymag® platform is intended to be used in clinical laboratories only. The nuclisens® easymag® platform is intended for use by laboratory health professionals only. Description of the issue: on 04-aug-2021, a customer in (B)(6) notified biomérieux of contamination issue leading to false positive results and delayed results with nuclisens® easymag® (ref. 200111, serial number: (B)(4)) with patient samples. The customer observed a contamination issue on his easymag that caused false positive results when using homemade system pcr to detect pneumocystis. The first wrong result obtained the (B)(6) 2021 has been communicated to clinicians (at the very beginning of the contamination phenomenon). As the clinician was not in favor of pneumocystosis, a control was carried out on another extraction system and the outcome was negative result, therefore there was no consequence on the management of the patient. For the other false-positive patients, the customer used their back-up extraction system, causing a delay of 24-48 hours in the rendering of results. The customer reported that this delay did not have any known impact on patient's health. A field service engineer has been to the customer site to resolve the issue by changing the tubing. A biomérieux internal investigation has been initiated.